Event description:
The customer reported through paperwork received with the device at service that a colleague pump "quit working during infusion." The customer reported that they were "almost certain" that the infusion mentioned was a patient infusion. No patient injury or medical intervention was reported by the customer. No additional information is available at this time. The software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. However, device evaluation has not been completed. When device evaluation is completed or if additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).